Event description:
A surgeon reported difficulty with the delivery system during shunt implantation. In a follow up, the surgeon reported that after proper introduction of the device through a 25 gauge opening, it was not detaching from the wire as expected. The device came out along with "knuckle of iris." Upon reintroduction, an iridectomy was performed, and the device again failed to detach. The device had to be "forcibly separated" from the injector system using forceps, and remains implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. The root cause cannot be determined. Add'l info was requested on 01/31/2012 and 02/15/2012. Add'l info was received on 02/10/2012. (B)(4).